Event description:
The patient's family member reported that patient was unresponsive in the morning. Patient's caregiver had checked patient's blood glucose on the suspect device and obtained readings of 109 and 165mg/dl. The caregiver thought patient was just sleepy. The caregiver finally called paramedics around noon. The suspect device read 132mg/dl in comparison to the emergency medical tech's meter of 20mg/dl. Patient was treated with one ampule of d50 and transported to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.